Event description:
Protrusion of l-5-s-1 disk on left. 9/18/91 implantation of internal spinal fixation device. To date has had problems with upper and lower back and legs, weakness and inflammation of muscles. Disks above device are degenerating, must be repaired soon.